Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. The insulin pump passed the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. The motor tested ok.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump suffered a motor error during the rewind sequence. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.